Manufacturer narrative:
Follow-up received on 25-oct-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and chronic pelvic pain. A dilation and curettage (d&c) and an ablation in an effort to treat her heavy bleeding. Later, she also underwent a partial hysterectomy to remove her essure coils. The reported events are listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult (>=18y & <65y) female plaintiff in united states on 14-sep-2016 who had essure (fallopian tube occlusion insert) inserted on or around (B)(6) 2013. Shortly after undergoing the essure placement, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, dental problems, excessive hair loss, excessive migraine headaches, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. On or around (B)(6) 2015, she underwent a dilatation and curettage (d&c) and an ablation in an effort to treat her heavy bleeding. On or around (B)(6) 2016, she underwent a partial hysterectomy to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and chronic pelvic pain. A dilation and curettage (d&c) and an ablation in an effort to treat her heavy bleeding. Later, she also underwent a partial hysterectomy to remove her essure coils. The reported events are listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.